Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported issue. The monitor was tested with verathon's test equipment and no issues were found. Recordings, playback, and charging all functioned as intended. No physical damaged was identified. The monitor passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the layngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope core 15-inch fhd monitor, the sreen froze during intubation; however, they were still able to zoom in and out despite the screen being frozen. The procedure was completed using another glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.